Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a vented solution set snapped during infusion. This occurred once the tubing was clamped. The tubing was filled with saline and potassium chloride. The patient was being treated for hypokalemia. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. Visual inspection noted that the tubing was cut and separated. Dimensional analysis on the slide clamp of the set found that the dimensions were within specifications. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.